Event description:
It was reported that the patient had an unhealing pocket. The pocket tested negative for infection. The entire system was repositioned. The pocket did not heal again and another revision was performed. The system remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.